Event description:
This six day old, former 30 week, preterm neonate with congenital diaphragmatic hernia developed respiratory acidosis one day prior to death, followed by metabolic acidosis and bradycardia leading to asystole.